Event description:
It was reported that the customer's insulin pump cracked along the motor. When the customer tried to prime the insulin pump, the insulin kept squirting out. The customer's blood glucose level was 151 mg/dl. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).